Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received.

Event description:
The incident involved a primary plum set, clave secondary port, 2 clave y-sites, 0.2 micron filter, secure lock, 112 inch. As per the report, there was chemotherapy leaking from the filter. The event occurred during use on a patient. The product was used for 1 hour when the patient noted leaking on the chair side table. The product was not reprocessed or re-sterilized prior to use. There was patient involvement, and there was a delay in therapy. No adverse event reported and there was no patient harmed as a result of the reported event. This is the second of four reports.

Manufacturer narrative:
Received: one used. List #142540489, primary plum set, clave secondary port, 2 clave y-sites, 0.2 micron filter, secure lock, 112 inch; lot #13684576: one used. List #unknown, spiros; lot #unknown. The used sample filter vents on the 0.2 micron filter was wetted out with prior infusate. The set was leak tested per product specifications. The used sample leaked at the 0.2 micron filter vent. The reported complaint can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 date returned to manufacturer: 12/7/2023.